Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the screw had broken off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the screw had broken off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the manufacturer's investigation it was determined that the screw had broken off during device disassembly by a manufacturer service technician. This event is not likely to results in serious injury or death because the event occurred during device evaluation. The screw became broken during the device repair process.